Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the ventricular lead. The lead was found dislodged. The lead was successfully repositioned.